Event description:
The user facility reported a 81-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported a pump failure alarm following initiation of support. The white cable was reseated, the alarm disappeared, and the issue resolved. Despite successful restart of the pump, the physician opted to replace the device. There was no harm to the patient.

Manufacturer narrative:
The pump was returned for evaluation. The log shows the pump unplugged during repositioning of the pump. When the pump was plugged back in, impella defective alarms occurred. A visual inspection of the pump and a visual inspection inside the red handle did not reveal any abnormalities. The pump was plugged into the automated impella controller (aic) and run and the impella defective alarm was not reproduced. The pump was unplugged while running and plugged back into the console and the alarm was still not reproduced. The cause of the positioning issue was use related. This report is being filed as part of a retrospective review of historical records.